Event description:
Initial result for a patient hcg was 2 miu/ml. When repeated, the result was 4753 miu/ml. The incorrect result was not used to guide patient therapy. The field service representative was unable to confirm any malfunction of the system.